Event description:
The patient had a refill with dilaudid and was programmed at 2.8mg/day. Two weeks later, the patient returned to the clinic feeling over-medicated. The patient had their dosage reduced to 1.562mg/day. The patient returned on (B) (6) 2010 for another refill and for further reduction in dosage; 1.170mg/dl. A volume discrepancy was noted. The actual residual volume was 6ml and the expected residual volume was 26ml.

Manufacturer narrative:
(B) (4). Additional information has been requested, a follow-up report will be sent if additional information becomes available.